Event description:
The device was implanted on (B)(6) 2012. Pt developed an infection and was revised with a different tibial nail. Device was not returned to ellipse upon explant. Review of sterilization certification and device history records confirms the device was released in specification. Ellipse is unable to determine the cause of the infection.